Event description:
It is reported that threads snapped off within the nail and were not recoverable.

Manufacturer narrative:
Evaluation summary: the part was not returned for inspection. Very little detail about the surgery was included in the complaint. There is insufficient evidence to determine the exact cause of the reported fractures. Review of the device history records was not possible as the product and/or lot numbers required for retrieval were unavailable. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the available information, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.